Event description:
The product causes skin damage and breakdown that may lead to necrosis if left in place too long. This applies to the area under the clear adhesive portion of the bandage. I applied this bandage to my right medial ankle. After four days, I removed the bandage. A smell was present of an invasive wound. The smell was consistent with other open wounds that I have encountered as an rn in the hospital. Skin breakdown was present under the adhesive portion of the bandage. There were several open small wounds with sanguineous discharge. After searching bandaid's website, I discovered that others had problems with the adhesive portion as well, such as bruising and abrasions.